Event description:
The customer reported to olympus that the image disappears on the monitor intermittently. The issue occurred during maintenance of the hd autoclavable camera head and there was no procedural or patient involvement associated with the event.

Manufacturer narrative:
The medical superintendent dr. Ram manohar lohia hospital the device was returned to olympus and the customer¿s allegation was confirmed. There was no image on monitor intermittently. It was due to faulty cable unit. Additionally, switch #3 was not working properly -no click sound- and deformed. This was due to faulty charged coupled device (ccd) unit. Water leakage was found from switch #3 and the focus switches. This was due to deformed switches. The cable had multiple cuts. The coupler was found rusted, causing restricted movement. Scratches and minor rust were found on serial no. Plate and its screws. Scratches were found on the head cover front panel. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, flickering of the image occurred due to communication failure caused by cable failure. It is likely that the cause of the cable failure was disconnection from a break in the cable. In addition, the cause of the rusty coupler making it difficult to move could not be determined. Therefore no root cause could be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached . To the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.